Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The manufacturing records were reviewed and no complaint related issues were found. The supplier's certifications indicated that the correct material was used and the correct hardness values were obtained. The insertion handle was returned with many surface scratches and significant dents along the edges. There was a deep scratch on the top of the device and under the device near the 145 degrees angle. The device met the print specification and the current functional test. This complaint is invalid from a manufacturing standpoint.

Event description:
During a hip open reduction internal fixation (orif) surgery, the surgeon inserted the protection sleeve, the drill sleeve and the trocar through the 130 degree aiming arm attached to the insertion handle. These instruments should have directed the drill directly through the distal locking hole of the intermediate nail. Instead, the drill went into the posterior lateral cortex causing a stress riser. The implant was placed and the procedure was completed successfully. This incident extended the surgery by approximately 30-40 minutes. Due to the imposed stress riser, the pt was unable to bear weight for approximately 1 week after the surgery. This complaint is on the insertion handle. This is report 6 of 6 for the same event.